Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8549461.

Event description:
It was reported the patient was experiencing ineffective stimulation. The patient would not pursue reprogramming. As a result, surgical intervention was undertaken on (B)(6)2024, wherein the system was explanted to address the issue.